Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00047.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil to the target vessel and attempted to detach it using the handle, but the handle was unable to detach the smart coil. Therefore, the smart coil was removed. The physician then re-advanced the smart coil to the target vessel and attempted to detach it again using the handle, but the same issue occurred. Therefore, the smart coil was removed and not used for the remainder of the procedure. The procedure was completed using four other smart coils and the same handle. There was no report of an adverse effect to the patient.